Event description:
It was reported that the surgeon removed primary knee. As sales rep on (B)(6), medical reason for the revision was due to infection of the left knee.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown insert. The other devices listed in this report are an unknown femur, unknown tibial baseplate and an unknown patella. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s infection. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned.